Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had withdrawal. This occurred during the normal refill cycle. Patient was admitted to the hospital. It was believed that the pump was not working as the patient was not getting pain relief. There were no audible alarms and had not been able to interrogate the pump to confirm. Additional information has been requested, but was not available as of the date of this report.